Event description:
Reportedly, on (B)(6) 2023 the ventricular vega r52 ( (B)(6) ) was implanted on the ventricle. One day post implantation (B)(6) 2023, a loss of the ventricular pacing capture was confirmed. The device was checked, and because there was no capture even with an output of 7.5v, the physician decided to perform a re-intervention on (B)(6) 2023 to reposition the lead. The reintervention was completed without any problems. The ventricular lead was placed at the implant ((B)(6) 2023)) at the apex of the ventricle with a little high position and horizontal. When it was repositioned, it was placed slightly lower in the apex than the first time. The patient¿s av conduction is normal, so there was no cardiac arrest and no symptoms. Nb: no x-ray was not performed to confirm the dislodgement.

Manufacturer narrative:
Summary of investigation : review of the real time data and patient files revealed, that since (B)(6) 2023, an increase of the ventricular impedance values and a variation on sensed r waves occurred, which indicate an issue with the ventricular lead position. As reported, the subject lead was re-positioned during the re-intervention on (B)(6) 2023, which solved the associated capture failure. Based on available information, lead dislodgement/microdislodgement most likely occurred due to external factors, such as patient physiology, or physician preferred implant site. These issues are well-known potential complications associated to such implantable devices and are discussed in the device instructions-for-use and published in literature. This case is retained and utilized for trending purposes for more details, please refer to the attached report analysis.